Event description:
This x-ray system's monitor ceiling suspension is mounted with four screws to the rail carriage. Two of the screws were completely loose and the other two were nearly loose causing the monitor ceiling suspension to almost fall from the carriage. There was no patient or operator injury.

Manufacturer narrative:
When the investigation is completed a follow-up report will be sent to the FDA. See scanned page.